Event description:
Spacelabs healthcare was notified that several beds connected to the xhibit telemetry receiver (xtr) system dropped offline unexpectedly. There is no patient or user harm reported with this event.

Manufacturer narrative:
A spacelabs technical support engineer remotely connected to telemetry system and resolved the issue using the et service tool. A spacelabs product support specialist (pss) reviewed logs and found evidence that a receiver unexpectedly lost power four times on (B)(6) 2022. There is not enough information available in the log files to determine the exact cause of the power loss. Spacelabs healthcare will continue to investigate the reported event and any additional information will be submitted in accordance with 21 cfr 803.56 when available.